Event description:
It was reported that during an electrophysiology procedure the device did not steer properly. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition, but in a deflected position. Upon evaluation, it was determined that the steering mechanism did not actuate the end of the catheter at all, and the catheter was stuck in the deflected position at approximately a 90 degree turn. The controls moved back and forth in their operation easily, but the tip did not respond. The distal end retained the capability to alter its lasso size, achieving both minimum and maximum radii. The device passed both continuity and isolation testing. The DHR was reviewed, and no discrepancies were noted.